Manufacturer narrative:
The even twas resolved by first explaining over the telephone, and also sending instructions on how to properly adjust the spider assembly, and how perform a wheel alignment to the potential user. Both of these items are required for the device to perform properly. Correct adjustment and realignment resolved the reported issue and it has been determined that this event was due to user error. This report is being filed past the 30 reporting time-line. Initial determination was this event was not reportable. However, following a comprehensive review of all product inquiry/complaint information, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
A potential user reported that an independence technology demonstration device he was using had uncommanded motion and would turn in a circle until it shut down. The devic would only then go in reverse. Although no injury was reported as a result of this event, if this event were to recur near to a curb or stairs and result in a fall ther is a potential to cause serious injury to the user.